Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer could barely hear the pump make noise. Tandem technical support (cts) confirmed with the customer that the pump volume settings were set to high. Cts instructed for the customer to mimic a change cartridge alert and a button alarm; however, cts was barely able to hear the volume. Customer stated blood glucose levels were in "target range". Reportedly, customer would continue to use the pump for insulin therapy and be aware that the volume is very low.